Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without package was returned for evaluation. The sample was visually evaluated with non-conformities found. The sample was then evaluated for functional performance by attaching it to the water line, and it was observed that the tubing was leaking after the engagement of the clamp. Although the reported defect was confirmed, the exact cause was unable to be determined. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blue venous chamber clamp failed. The clamp was locked and blood still spilled all over the floor. No injury reported.